Event description:
Customer's mother called to report a reservoir leak. Past the second o-ring. Customer's blood glucose reading is 457 mg/dl. Customer treated with manual injection. Customer will return reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.